Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. The event date (b3) was updated to correlate with previously submitted report 2124215-2018-08216 the describe event or problem (b5) was corrected to clarify text that was submitted in the initial report.

Event description:
It was reported that during the device replacement procedure a test shock was done through the existing cardiac resynchronization therapy defibrillator (crt-d) due to chronic high shock impedance measurements for the right ventricular (rv) lead. During the test shock a message appeared indicating high voltage had been detected on lead during a charge. Subsequently the lead was surgically abandoned and the crt-d was explanted for reported normal battery depletion. A new device and lead were successfully implanted and no additional adverse patient effects were reported. Please refer to previously submitted report 2124215-2018-08216 for chronic high shock impedance.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was capped due to chronically high shock impedance. A test shock was done through the old device and got an arc fault warning. The device was also explanted due to normal battery depletion. A new lead and a new device were implanted at the same surgical procedure. No additional adverse patient effects were reported.